Event description:
It was reported that the patient had been feeling a high heart rate. The patient underwent an electrocardiogram and it was found that there was an ectopic cardiac rhythm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).